Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141000/14841065-(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include aneurysm rupture. The possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular procedure.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that on (B)(6) 2019, the patient presented with a contained ruptured abdominal aortic aneurysm. A reintervention took place around (B)(6) 2019 (exact date is unknown). Two additional gore® excluder® aaa endoprostheses were implanted, an aortic extender endoprosthesis proximal and the physician extended distally one of the limbs with an iliac extender endoprosthesis. It is unknown which initial implanted devices were involved. The patient tolerated the procedure.